Manufacturer narrative:
It was reported that a bovie was unable to be inserted into the 2.5mm seeg drill adapter. The device was conform on leaving manufacturing site. This part was not yet returned for investigation, the technical root cause of the event could not be determined. However, this topic is addressed through a CAPA, once received an investigation will be performed within the framework of this CAPA. A first investigation was already performed through this CAPA and concluded that the drill adaptor design must be improved. Unique identifier (UDI) #: unknown.

Event description:
During seeg case, it was found that the 2.5mm seeg drill adapter was faulty where a bovie was unable to be inserted into the adapter. The same bovie was able to be used in another 2.5mm seeg drill adapter on site.